Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.